Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was removed due to an infection. A loop recorder not manufactured by boston scientific was placed at this time. No additional adverse patient effects were reported. This product is expected to be returned to boston scientific for further analysis.

Manufacturer narrative:
This product is expected to be returned to boston scientific for further investigation. Once the investigation is complete, a supplemental report will be submitted to provide that information.